Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up due to oversensing low level myopotential on the ventricular lead. The patient did not receive therapy. The oversensing was noted on a stored egm. Recommended device changes. The lead remains implanted.